Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft and might be contributed by user related, example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box."

Event description:
It was reported that the foley catheter and balloon were checked and it was found that the air in the balloon was difficult to withdraw, and it could not even be completely withdrawn. During the process of pulling out the urethral catheter, it was found that the liquid was difficult to drain away from the balloon. After removing the affected device from the patient, the doctor also did some function testing on the device but failed for the issue mentioned above and then they discarded defective catheter.